Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of disassembly of the torque defining screw from the humeral stem and subsequent disassociation of the humeral tray. The observed humeral liner prosthesis wear could be due to abnormal articulation of the liner following the screw disassembly. However, the reported wear of the humeral stem could not be confirmed as no images of the stem were provided and the devices were not returned for evaluation. Potential contributions of user or patient-related considerations to the event could not be assessed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-15-06 - rs glenoid plate ext cag +10mm cage peg, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2025-02803. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately five (5) years after a left reverse total shoulder replacement surgery, a patient underwent a revision procedure of the humeral tray, liner and humeral stem. X-rays and images were provided. Observations of the tray and liner noted the torque screw was intact between the liner and the tray but there was no screw threads left. There was no screw observed on x ray, and no metallosis observed. It was reported the surgeon could not find the threaded part of the break off screw anywhere in the stem or the patient. The humeral liner was noted to have minimal wear. There were no surgical delays or prolongation. No medical or surgical interventions were reported. The patient was last known to be in stable condition following the event. No additional information is available.